Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot/serial number is unknown. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During an atrial fibrillation procedure, communication issues required multiple troubleshooting measures and resulted in a procedural delay. The screen in the control room disappeared each time after a few minutes. The modification of the optical port on the dws was tried. The dws was rebooted three times, and the screen was exchanged which temporarily allowed recovery of the image. The issue was solved by replacing the cable and the procedure was completed with no adverse consequences to the patient.